Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem, which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated post-operatively outside of the cochlea. In addition the received information points to a slight movement of the implant housing. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Reportedly, the user experienced loss of performance with the audio processor, which had to be repaired many times, and was explanted of the concerned device on 17-apr-2017.

Event description:
Reportedly, the user experienced loss of performance with the audio processor, which had to be repaired many times, and was explanted of the concerned device on (B)(6) 2017. It was stated in the device explantation report that 10 electrodes were found out of the cochlea, and that the device or a malfunction of it did not cause or contribute to the explantation. Per additionally received information, at explantation actually 4 extra-cochlear channels were identified, being the device found slightly rotated and out of its niche with fibrous tissue surrounding the electrode array and bone neoformation occluding and fixing the electrode in the posterior tympanotomy. Despite requested, the concerned device could not yet be retrieved for investigation.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed at explantation. However, to determine an exact root cause a device investigation of the explanted device is necessary. The explanted device has not been received for investigation yet.

Event description:
Reportedly, the user experienced loss of performance with the audio processor, which had to be repaired many times, and the concerned device was explanted on (B)(6) 2017. At explantation, 4 channels were found extra-cochlear.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.